Manufacturer narrative:
Corrected data: in addition to what was initial reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the hospital via ambulance on (B)(6) 2016 due to elevated blood glucose level (1000s mg/dl). The customer had not taken any corrective action to address bg level prior to being taken to the hospital. Reportedly, review of pump history with tandem technical support determined the customer had not delivered any boluses on (B)(6) 2016. The customer was admitted on (B)(6) 2016 and received insulin drips to address bg level. The customer was released from the hospital on (B)(6) 2016. Pump data upload was not available for review by tandem technical support.